Manufacturer narrative:
This report is being filed to correct d6b: explant date from the previous report.

Event description:
It was reported that surgical intervention was undertaken to revise the associated electrode. Upon removing this subcutaneous implantable cardioverter defibrillator (s-ICD) from the pocket, the terminal pin of the electrode broke off from the electrode body and remained in the device header. The electrode and this s-ICD were then both explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that surgical intervention was undertaken to revise the associated electrode. Upon removing this subcutaneous implantable cardioverter defibrillator (s-ICD) from the pocket, the terminal pin of the electrode broke off from the electrode body and remained in the device header. The electrode and this s-ICD were then both explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt. The device could not be communicated with and exhibited no tones in the presence of a magnet. Visual examination of the device case and header identified no anomalies. High powered visual inspection confirmed the electrode lead connector that was alleged to have broken off during the explant procedure was stuck inside the lead barrel of the header. It could not be removed. The device case was removed to facilitate inspection and testing of the internal components. Inspection identified electrical overstress damage to several of the internal components. Based on the analysis of this device as well as the associated electrode, it appears the electrode was damaged while implanted, which resulted in an open condition and when this s-ICD attempted to deliver a shock during or after the explant procedure, the shorted lead resulted in arced energy to this s-ICD. This damaged the internal components and resulted in the inability to interrogate the device and the absence of tones in the presence of a magnet.

Event description:
It was reported that surgical intervention was undertaken to revise the associated electrode. Upon removing this subcutaneous implantable cardioverter defibrillator (s-ICD) from the pocket, the terminal pin of the electrode broke off from the electrode body and remained in the device header. The electrode and this s-ICD were then both explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.